Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Update: d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer provided cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes, however, information to judge deviation from the IFU was not identified. The customer reported the following sampling result - no location provided: (B)(6) 2024 culture: 2 cfu bacilli and 3,000 cfu/ml yeast. (B)(6) 2024 culture: 1 cfu bacillus megaterium and 2 cfu paenibacillus provencensis. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Bacterial identification: presents of bacillus megaterium confirmed at the device distal end & elevator mechanism. The device was evaluated and there could potentially be a correlation between the actual product/device status and cause of contamination. In general, device damage (e.g., scratches, cracks, creases, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. Based on the results of the investigation, olympus confirmed the customers report, however, without the cds information from the customer, it is not possible to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. The endoscope was refurbished, including channel replacement, prior to return to the customer. A definitive root cause could not be determined; however, the most probable cause issue is problems traced to improper routine or preventative maintenance. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." (Only with user error evidence documented). ¿olympus will continue to monitor field performance for this device.